Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient has been revised to address four different dislocations.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 11/30/2016: medical records received. After review of the medical records for MDR reportability, the 1st page of the primary operative note provided. The 1st page of the primary operative note indicates a subcapital fracture with secondary severe post traumatic osteoarthritis of the acetabulum. At this time its believed this fracture occured before the doi. If/when we receive more information we will update as needed. The 1st page of the primary operative note also indicated a 750ml blood loss, at this time since we haven't received the whole primary operative note its unknown if the implants contributed to a 750ml blood loss at this time. There is no new information that would change the existing MDR decision.

Manufacturer narrative:
The patient has been revised to address four different dislocations. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.